Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cs300 intraaortic balloon pump (iabp) would not auto-fill. It is unknown under which circumstances the event occurred, but no patient harm was reported.

Manufacturer narrative:
A getinge field service technician confirmed autofill failure in the logs. The unit had excessive condensation in the tubing. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.